Event description:
On (B)(6) 2024, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient was evaluated in the emergency room due to oozing at the stoma site for about 10 days, the stoma had also started bleeding. A local infection was diagnosed at the stoma site. Good mobility of the probes was reported. A culture was taken of the stoma site and an unknown antibiotic was prescribed from (B)(6) 2024. On (B)(6) 2024, the stoma had improved in terms of bleeding, it was still oozing at that time.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.